Manufacturer narrative:
The investigation for the reported controller failure alarm has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the controller failure alarm could not be determined.

Event description:
The user facility had a cp-aic support being initiated for the patient admitted in with cgs and a positive stress test. The pump and console failed at the case start. The purge fluid was not detected and so the pump and aic were replaced as the team made choice to not troubleshoot.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
After further review of the event, the complaint coding required updating to better describe the reported event to include hemodynamic instability. Additionally, the type of reportable event was corrected to serious injury based on the complaint details. Correspondingly, fields b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes and medical device problem codes) have been updated, corrected accordingly. Investigation summary: the product with logs were received and the investigation was completed. Console logs were consistent with what was reported in the complaint. Purge fluid not detected errors were observed in the imc logs. Rtlog data showed that there was almost no purge pressure when the purge fluid not detected errors occurred during purge priming. Device analysis: the console was tested, and the reported purge fluid not detected error was not able to be reproduced. The console operated as intended while running with a known good pump and purge cassette kit. Conclusion: the root cause of the purge fluid not detected issue on (B)(6) could not be determined due to the inability to reproduce during testing. The purge pressure was almost nonexistent when these errors occurred which could be indicative of a kink in the purge line or a possible leak but there was no conclusive evidence. Product history review was completed and there were no issues related to the complaint discovered when reviewing the product history of console (B)(6). This automated impella controller device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Manufacturer narrative:
After further information was received, this event was determined not to be a reportable event.